Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) with history of prior suspected pump thrombosis. Log file review captured power sustained in the 6.0-7.7 watt range and decrease in average pulsatility index (pi) over time. Additional information was received that the patient was asymptomatic with a history of chronic elevated ldh. A high dose heparin drip was started and ldh decreased. An echocardiogram was completed and noted to be inconclusive with moderate aortic insufficiency (ai). The patient was not a transplant candidate due to substance abuse and it was planned to continue with the current plan of care. The patient had trace ai prior to left ventricular assist device (lvad) implant and it was unknown if any device related issues contributed to its progression.

Manufacturer narrative:
Section d4: serial number previously reported was incorrect. Correct serial number was requested but was not provided. Manufacturer's investigation conclusion: a specific cause for the reported regurgitation could not be conclusively determined through this evaluation. A direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted log file contained data from 07sep2022 to 09sep2022, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on ventricular assist device (vad) support and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU)rev. C is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including hemolysis. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.